Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified that the peek housing was broken. Initially reported wrong force indication and visualization of the catheter. Visual inspection of the catheter revealed a physical damage of the catheter. Catheter exchanged. No medical intervention. Procedure was delayed 10 minutes. The catheter was exchanged. The procedure was successfully completed. There was no patient consequence reported. Additional information was received on 24-feb-2025. Blood inside the catheter tip; therefore, there must have been physical damage to the catheter tip in order for the blood to get inside. No visual bent shaft/tip issue noticed except for the blood inside. Additional information clarified that they did not visually inspect any crack. Just saw blood. No picture available. The physician mentioned that it could be possible that he tried to make a curve of the qdot while he was in the sheath. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 02-apr-2025 observed reddish material on the tip, peek housing was broken and reddish material on the pebax. The event was originally considered non-reportable, however, bwi became aware of the peek housing broken on 02-apr-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details: the device was returned to johnson and johnson medtech for evaluation 03-mar-2025. A visual inspection and force test of the returned device were performed following johnson and johnson medtech procedures. Visual inspection revealed reddish material on tip, peek housing was broken and reddish material on the pebax. The device was connected to the carto 3 system and no errors were observed, and it was possible to visualize the device. The force feature of the device was evaluated and the force values were observed out specifications as the error 80 (invalid force measured) was displayed by the system. Additionally, sh was displayed on the screen, and electrodes #3 and 4 were observed black. The handle was dissected and electrical coils were measured, and were found out of specifications due to an open circuit on the tip area. Further inspection revealed no damage on the pebax. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The open circuit could be related to the visualization issue and force issue reported by the customer, and the peek housing broken could be related to the pebax issue reported; therefore, the complaint was confirmed. The potential cause of the open circuit cannot be determined. The potential cause of the peek housing damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿blood inside the catheter tip¿ issue. In addition, biosense webster inc. Analysis finding of the ¿peek housing broken and reddish material on the pebax¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿wrong force indication¿ and ¿visualization¿ issues. In addition, biosense webster inc. Analysis finding of the ¿electrical coils were found out of specifications¿. Manufacturer¿s reference number: (B)(4).